Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). (B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2015. The laser unit used was a lumenis pulse 120h. According to the complainant, during the procedure, the laser fiber broke in two pieces. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. Additionally, the returned fiber was broken approximately 4.0cm from the distal tip. The glass fiber was completely broken while the fiber jacket was still partially connected. There were no signs of damage or other imperfections noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break and out at the distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2015. The laser unit used was a lumenis pulse 120h. According to the complainant, during the procedure, the laser fiber broke in two pieces. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.